Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm noted. No alarm history anomaly noted. Pump uploaded properly using carelink pro and all data recorded properly on data report. No loss of data anomaly noted. Pump had cracked battery tube threads, reservoir tube lip and minor scratched display window

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring low battery alert. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump battery would not last and alerted low battery within 1 week from troubleshooting previous occurrence. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.